Manufacturer narrative:
Insulin pump passed displacement test and self test. The vibrator motor functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a beep and vibrate anomaly. The customer¿s blood glucose level was 4.6 mmol/l at the time of the incident. It was stated the volume of the alarm went extremely high and stopped suddenly. The insulin pump does not have beep all the time just vibrate. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.